Manufacturer narrative:
(B)(4). D10: 110010721 item name g7 drill guide lot # 4994428. 110010733 item name flexible silicone drill driver lot # 231214. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the drill bit was fractured by the gold drill guide. No pieces fell in the patient and the procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. Suggested component code: mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.